Manufacturer narrative:
D4: serial #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ac adapter was exchanged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 23-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 27-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 23-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 19-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 23-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 19-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 23-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 19-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 23-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 19-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 23-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 27-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter model #: 1425 / catalog #: 1425 / expiration date: unk UDI #: asku device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller powered up and was beeping. The patient applied commercial dialectic grease to the center post of all power sources. It was also reported that the controller exhibited unexpected losses of power where the pump stopped, beeping and double power disconnects. It was also reported that the controller and power sources exhibited power switching where the pump stopped. The controller and batteries were exchanged and the ac adapter remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller, one controller ac adapter and six (6) batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. An external visual inspection under a 10x visual inspection did not reveal any hairline cracks around power ports. Internal visual inspection did not reveal any evidence of fluid ingress. Visual inspection of the controller revealed contamination in the power port 1 and 2. Of note, the patient applied commercial dialectic grease to the center post of all power sources. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of the controller ac adapter revealed that the device passed functional testing. Visual inspection of controller ac adapter revealed a tear on the output cable, causing the wires to expose. This damage observed did not affect the functionality of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the log files revealed that there were momentary disconnections and premature power switching events due to momentary disconnections involving the batteries. A momentary disconnection will result in an audible tone when the battery reconnects. Additionally, five (5) controller power-up and associated pump start events were logged on (B)(6) 2019 at 14:37:23, on (B)(6) 2019 at 14:39:45, on (B)(6) 2019 at 18:10:10, on (B)(6) 2019 at 06:21:51 and on (B)(6) 2019 at 06:59:03. The controller was without power for 13 seconds, 10 seconds, 11 seconds, 9 seconds and 6 seconds respectively. Alarm log file revealed one vad disconnect alarm on (B)(6) 2019 at 18:29:50 hours which was most likely caused during the controller exchange. As a result, the reported power switching, beeping and loss of power events were confirmed; however, the controller event could not be confirmed due to insufficient evidence provided by the site. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Based on the available information, the most likely root cause of the output cable damage event can be attributed to wear and/or to the handling of the device; the most likely root cause of contamination can be attributed to the user error. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) UDI #: (B)(4) d10: yes, return date: 23-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.